Event description:
It was reported that the modular cable had been rubbed on and a hole had gradually formed.

Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: the reported event of ¿hole on the surface¿ was confirmed with the returned modular cable (lot # 7009183). The returned modular cable was tested together with laboratory test equipment and no functional issue was identified. The modular cable was tested to evaluate the integrity of its wires, which passed all electrical measurements. Visual inspection revealed a taped section approximately 4 inches to 11 inches from the controller connector end. Removal of the tape revealed a tear on the outer layer approximately 7 inches from the controller connector end. It was noted the armor layer was intact. A root cause that attributed to the damage outer jacket could not be determined during the evaluation. The relevant sections of the device history records for heartmate 3 modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the modular cable was damaged. The damage was so significant that the patient was hesitant to use it. The modular cable was exchanged.